Event description:
Nurse was setting up IV set into IV pump and upon closure of the pump device, the tubing was noted to be split in half adjacent to the line loading guide (the side closer to the pt access part of tubing). It should be noted that the IV pumps and this tubing are new to our hosp and this could have been a result of trauma suffered to the line during operation of the pump. However, the nurse felt confident in their skill and was positive that the IV tubing was malfunctioning. FDA safety report ID# (B)(4).